Event description:
Healthcare professional (hcp) reports a transfer set with a broken occluder foot. Hcp reports while completing a transfer set change on a pt, hcp noted the twist sleeve was not in the normal position, and a broken plastic piece was noted in the transfer set. No pt injury or medical intervention reported.